Manufacturer narrative:
The event of system explant was reported to abbott. The patient was experiencing ineffective therapy. The patient cancelled the procedure and did not get explanted. Surgery has not yet been rescheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against 1 of 2 leads. However, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124296.